Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. The customer reported that the incision was enlarged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during cataract extraction with intraocular lens implant procedure the capsular bag broke and the natural lens fell into the back of the eye. While setting up for a vitrectomy procedure the system displayed a system message. Three to four vitrectomy probes and several cassettes were exchanged with no resolution to the issue. The system message could not be cleared and the procedure could not be completed. The patient will be referred to a retinal specialist for an additional surgical procedure. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst has reviewed this file and questionnaire. The surgeon reported on the (B)(6) 2016 a system messages occurred during the case. During sculpt, the capsular bag broke, and the lens was dropped into the back of the eye. After trying repeatedly to make the system vitrectomy work properly, eventually they gave up and pulled the other system into the room. They closed the eye and sent the patient for a retinal specialist for further attention. The surgeon provides additional, related information. ¿there was no preexisting ocular condition. The patient is a diabetic female patient. The cataract was listed as a +3 soft cortex cataract, and the patients¿ pupil size was 7 millimeters (mm). The surgeon stated in the questionnaire: the system did not operate as expected. The case was referred to a retinal specialist.¿ the system was examined and the reported system message was not replicated. The system was tested and found to function as intended. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. In a prospective study that compared the two types of machines for phacoemulsification units there was no difference in the incidence of pc tear was noted. The type of machine used for phacoemulsification had no correlation with the incidence of posterior capsule tear. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The incidence of pc tears during phacoemulsification ranges from 0.7% to 16%. Pc tears have been correlated with the learning curve, surgeon experience, individual surgical skill, and appropriate fluidics settings. The system was examined and the reported event was not replicated. The system functioned as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 27, 2014. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).